Event description:
It was reported that the patient's implantable neurostimulator was explanted due to infection. There was no information provided regarding the infection-causing organism. The patient requested the implantation of a new device. The patient's physician refused to implant a new device as it was thought that the patient was "not fit for implantation." No further patient symptoms or outcome were provided. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4). The neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.